Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lumbar fusion. Tightening set screw, tip of inserter kept spinning as the tip is broken internally. Then tip of torque driver stripped from multiple uses, unrelated to x25 inserter.

Manufacturer narrative:
UDI: (B)(4). Visual evaluation of the returned ¿single inner inserter¿ revealed that the slot area and the relief groves on the shaft are not aligned. The alignment of inserter tip and shaft critical to part function, as the spring can move freely in slot area of tip and relief grooves on shaft. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions.the root cause analysis identified that the spring was not misaligned prior to the weld; the weld holding the internal mechanism has fractured, but retained the tip of the screw driver. As this unit has been in the field for some time as noted by its receipt date and visible usage, it appears the weld fracture is a result of continuous usage. The weld in question undergoes significant torsional force during surgical use, and driver are not calibrated over time. Additional research into related complaints would be a source of information going forward. As the complaint does not reference any issues surrounding screw retention, there is no belief at this time in which a robust weld was not utilized during the manufacturing of this unit. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.